Manufacturer narrative:
Evaluation: results: (ruptured aneurysm). (Long abdominal aortic aneurysm). (Insufficient overlap between stent graft components). Conclusion: (long abdominal aortic aneurysm). (Insufficient overlap between stent graft components). (Required secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At the time of implant, the aneurysm was 9 cm in diameter and vessel morphology was not reported. It was reported that there was a type 3 endoleak that was misdiagnosed at the time of the implant as a type 2 endoleak due to unusual collaterals at the site of stent overlap. The endoleak was on the main body extension and there was insufficient overlap which left a 1 mm gap between the extension and the main body. Due to the length of the aneurysm, the main body did not extend into the common iliac artery but rather was still in the sac. The endoleak grew the aneurysm from 9 to 11 cm with a contained rupture. Approximately 4 weeks ago, a 22 mm cuff was implanted proximally and a 16 mm diameter x 55 mm length iliac extension was placed distally to cover the type 3 endoleak. No additional clinical sequelae were reported and the patient is fine.